Event description:
It was reported that balloon pinhole occurred. A 3.50x16mm promus premier¿ stent delivery system (sds) was advanced to the lesion. The physician tried to inflate the balloon of the sds; however, it was noted that there was a small pinhole in the balloon and it would not inflate. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the tip slightly flared. This damage is consistent with the device encountering a resistance or an obstruction. The struts on the two most proximal rows were raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. A visual examination found that the balloon was tightly wrapped and evenly folded. The balloon was attached to an encore inflation device and it was noted that it was not possible to inflate the device. A further microscopic examination found a vertical slit on one of the balloon folds directly over the distal markerband. A microscopic examination found no issue with the profile of the distal markerband. The presence of a foreign matter was also noted at the distal end of the inflation lumen during the product analysis. An initial examination found that the material appeared yellow and red in colour and there was no indication that this issue formed part of the complaint incident. A microscopic examination of the inner found no damage to the inner. A 0.014in mandrel was inserted through the device. The balloon material was dissected and the fm was removed. Upon removal it was noted that the fm sample appeared yellow in colour and was approximately 1mm in length. There appeared to be a scratch mark on the distal inner. During the characterization of the fm, the sample was lost and could not be identified. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 3.50x16mm promus premier stent delivery system (sds) was advanced to the lesion. The physician tried to inflate the balloon of the sds; however, it was noted that there was a small pinhole in the balloon and it would not inflate. The procedure was completed with another of the same device. No patient complications were reported.